Event description:
Information was received from a manufacturer's representative via a patient and a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had pain and tenderness at the pocket site. The patient slipped in a puddle of water while carrying a baby and in the interest of protecting the baby was unable to brace herself and fell directly on the ins. The patient also had been recently diagnosed with 3 more intervertebral discs that are collapsed and in need of a fusion surgery. The patient also reported that the ins isn't helping as they can't turn it high enough to do anything. The representative offered to meet for a reprogramming but the patient declined and had her mind set on the device being removed. The patient followed this by stating that it helped at first but then it stopped. The patient reportedly heard the device hit the floor when she fell. The patient needs an MRI on the spine, but can't because of the ins. The patient wants the device explanted. A nurse at the hcp stated that they were shocked as the patient has never complained about wanting the device explanted. The patient on her past appointment on 9/13/16 never stated that she wanted it explanted, that there was pain, and also stated " I don't know what I'd do without this ting. I wouldn't want to go a day without it". The patient was referred to the implant doctor for the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.